Event description:
Pt reported while having their lap-band system, their "hair started falling out." And they had "reflux" and heartburn." The pt was later diagnosed with alopecia, and the pt believes the lap-band system triggered the autoimmune disease. The lap-band system was removed. Additional info: healthcare professional reported, pt has not been seen in the office, since "about a year ago." Supplements were provided as the healthcare professionals had originally thought pt had a possible protein deficiency, but pt continued to lose hair all over body and "it kept getting worst."

Manufacturer narrative:
The product associated with this report will not be returned as it was discarded. Based upon the model number, serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. Alopecia and heartburn are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probably cause for these events.